Event description:
The customer reported that while intubating a patient where a blade extender is necessary, once the blade extender is wet with fluid in the patient, the extender comes off in the patient's esophagus. When the blade extender is dry, the customer claims to be unable to remove it from the blade.